Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 2.5 x 15 mm xience v stent was deployed in an arterial graft in the proximal left anterior descending artery (lad). There was pre-dilatation done prior to stenting. There was no reported product malfunction or patient issue at the time of the index procedure. However, in 2009, the patient returned with congestive heart failure/ worsening angina. The patient presented with worsening shortness of breath increasing dyspnea on exertion. The patient was taking nitroglycerin to perform any activity. It was revealed that the patient required percutaneous coronary intervention (pci) of the target lesion (arterial graft). The patient was discharged eight days later. No additional event or patient information is available.